Event description:
It was reported that the pump miscalculated a bolus. The customer's blood glucose (bg) level was 83 mg/dl. Reportedly, the issue resolved on its own when the customer entered in the same values again and the correct bolus was calculated.